Event description:
Customer reported she needed to replace the battery on her insulin pump and left the battery out of the device too long. Now the device has a blank display. Customer's blood glucose is 224 mg/dl. The battery compartment and contacts are not damaged or corroded. Customer uses energizer batteries. Customer inserted a new battery and the display returned. Customer was advised to monitor the device. A replacement battery cap was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.